Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined due to limited information available, but it is possible that patient factors (annular area of 340.2 mm2) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist in japan, during a left transcarotid transcatheter aortic valve replacement procedure (tavr) with a 20mm sapien 3 ultra resilia valve, the patient experienced a cardiac perforation resulting in tamponade during withdrawal of the delivery system. The injury occurred at the posterior wall of the left ventricular apex. The guidewire was believed to have caused or contributed to the injury while the delivery system was still on the guidewire. The perceived root cause, as reported, was wire manipulation during device removal. There were no reported difficulties tracking or withdrawing the delivery system through the patient's anatomy. An open-chest hemostasis procedure was performed. The patient was managed in the ICU following the intervention.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6 and h2 were updated. Sections b2, h1 and h6 (impact code) have been corrected.

Event description:
Additional information received indicates that the patient passed away. The cause of death was related to circulatory failure and the difficulty in continuing dialysis.